Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads were explanted and replaced due to apparent fracture. No patient complications have been reported as a result of this event.